Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staplers had their packaging wrinkled. We did not used them because of the risk of contamination/impact on the devices". No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint could be confirmed based on the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the packaging was warped for the sample. Packaging engineering was consulted for this investigation. Per packaging engineering, the packaging appears to have been damaged during storage or shipping due to a heating issue that caused the package to warp. Per DHR the product visistat 35w 6/box lot # 73e2500081 was manufactured on 05/11/2025 a total of (B)(4) pieces. Lot was released on 05/16/2025. DHR investigation did not show issues related to complaint. The complaint of " packaging damage - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging was warped for the sample. Additionally, the packaging was observed to be warped along the seal, it could not be confirmed that sterility was maintained. Packaging engineering was consulted for this investigation. Per packaging engineering, the packaging appears to have been damaged during storage or shipping due to a heating issue that caused the package to warp. A corrective action is not required at this time as the packaging appears to have been damaged during storage or shipping. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staplers had their packaging wrinkled. We did not used them because of the risk of contamination/impact on the devices". No patient involvement.